Event description:
It was reported that the patient received radiation therapy to the left lung. Upon interrogation, during an in-office implantable cardioverter defibrillator (ICD) device check, the clinician was prompted to re-enter the patient information. Additional information from the clinic disclosed that the radiation dosage given to the patient was did not exceed the device safety limits. The clinician was able to re-enter the data. The device remains in use and no additional action was taken. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated an issue with missing/invalid diagnostic data. Confirmed missing data in the patient information save to disk file. (B)(4).